Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient underwent following procedures : retroperitoneal anterior approach radical discectomy. Placement of interbody cages. Lumbar fusion using bmp. The pre-operative diagnosis was: severe degenerative disc disease at l5-s1. The procedure performed : anterior exposure of l5/s1 disc space for anterior cage fusion. Per op -notes: " the discectomy was carried out and thereafter under fluoroscopic control distraction of the disc space was carried out using distractors. Once this was done a double barrel guide was introduced and under fluoroscopic control was carried out. The rest of the disc was removed. The cages were filled up with bmp and they were inserted into the disc space. " the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.